Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the patient mentioned his previous (third) implantable neurostimulator (ins) did not work. It was also stated the patient felt shocking in his legs with this ins as well with the one he currently had. (B)(4).

Event description:
Additional information received reported that the patient had pain at the implantable neurostimulator pocket. It was noted that the patient stated that they ¿still felt a strong stimulation sensation¿ to the arms. See MFR. Report 3004209178-2009-06268 for additional issues the patient had with the device. See MFR. Report 3004209178-2013-08745 for information about the patient¿s current device.

Manufacturer narrative:
(B)(4).